Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, while trying to remove device with the guidewire, the catheter fractured in two parts. The fragments were removed from the patient with a guiding catheter. The procedure was completed with another device.